Event description:
The field engineer reported that the ccd camera was not working rendering the system inoperative. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ccd camera was replaced. The system was then found to be operating as intended.